Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17731. It was reported that the patient's lead had migrated. As such, surgical intervention took place wherein the leads were explanted and replaced with a new lead to address the issue.

Event description:
Additional information received indicates that therapy was confirmed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.